Manufacturer narrative:
A system log review was performed for this procedure: no relevant errors were observed during this procedure. In addition, the following was confirmed: system serial # (B)(4) was used on (B)(6) 2022 for a ureteral reimplantation. No video or images were provided. This event is being assessed as a reportable adverse event. While there was no allegation of a product problem the event of a patient requiring additional surgeries is considered an adverse event. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had previously undergone an unspecified non-robotic gynecological procedure and the gyn surgeon had cut a ureter and gonadal vessel. As a result, the patient underwent a da vinci-assisted surgical procedure to re-implant the ureter into the bladder. However it was alleged that the surgical staff implanted the gonadal vessel into the bladder by mistake. The urologist then put a stent into what he thought was a ureter. However, the urologist realized after the procedure that the stent was put in the gonadal vessel. The stent was advanced all the way to the venacava. The patient had to be transferred to another hospital to have it fixed due to the risk. Intuitive surgical, inc. (Isi) followed up with the surgeon on 07-jul-2022 and obtained the following additional information. The surgeon stated, ¿I wanted to let you know that this was in no way related to the robot or any malfunction from it. This was likely related to this being a re-do surgery and alterations in the patient's anatomy¿. Intuitive surgical, inc. (Isi) followed up with the surgeon on 18-jul-2022 and obtained the following additional information. Received reply from surgeon with patient and procedure info.